Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion issue. Despite these alarms, there was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on how to troubleshoot the issue, but the customer declined to continue with the troubleshooting process. Instead, the customer changed the necessary supplies and resumed insulin therapy.